Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID 3093-28, lot# v744240, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that stimulation was unable to be adjusted. A "call your doctor" icon was reported. A power on reset (por) condition was reported as well. The por message was noticed during recovery from a revision surgery the previous day. (Refer to manufacturer report #3004209178-2013-07316.) No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).